Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the knob/button had cracked and gotten stuck inside the unit and additionally noted evidence of a non-manufacturer person disassembling and reassembling the device, that there were smears under the keypad window, that two brass bosses were missing in the upper case and were not found, that the lower case was contaminated, the hanger was broken and contaminated, the liquid crystal display flex was creased and contaminated, the keypad window was damaged and contaminated inside the window, the encoder assembly was damaged, one knob was missing and three others were contaminated, the main seal was pinched between case halves and that both wires on the liquid crystal display were pinched but not compromised and were routed incorrectly over the battery compartment. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's knob/button was cracked and had gotten stuck inside the unit. The generator was returned for service. There was no patient involvement.